Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - city: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited scope communication error e218. The issue was found during inspection for use of the device. There were no reports of patient harm.